Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit passed displacement test, sleep current measurement and active current measurement and selftest. Multiple low battery alerts were present in the pump trace download, problem isolated to electronic board stack. Unit received with pillowing keypad overlay, peeling/faded end cap address label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had low battery alert after inserting new battery. No harm was required during medical intervention. The insulin pump will be returned for analysis.